Event description:
On (B)(6) 2013, the patient reported that her insulin cartridge had leaked. She stated that insulin was in the cartridge compartment of the infusion device due to the leak. She stated that every time she changes the cartridge she has to clean out insulin in the compartment. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge, adapter, and infusion device were replaced and were requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.